Event description:
The catheter was placed 2/1/99 and cath broke off 1" inside vein from the vein puncture site on march 30, 1999. The catheter was removed from the heart. The hub was still attached to dressing. Hub was discarded by hospital staff.